Manufacturer narrative:
Investigation summary the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
E1 - this complaint was received through: (B)(6).

Event description:
A complaint was received regarding a 13" (33 cm) appx 1.5 ml, ext set w/microclave¿ clear,clamp, rotating luer that experienced tearing and leakage. Report stated, "patient was brought down to CT for a cta, CT tech tested IV site and connected IV extension tubing to the contrast dye. The CT tech noticed the dye didn't go in when they scanned. When we checked the site and patient, we found the IV extension set had split open, and the patient was bleeding onto the table and the floor. CT tech changed the tubing." There was patient involvement, and adverse event/serious harm reported. There were no reports in regard to medical interventions and change in patient status from before to after the event.